Manufacturer narrative:
Method: the suspect device along with an unused sample were received for analysis. A visual inspection was performed. A review of the device history record (DHR) is in progress. Results: evaluation and investigation results will be provided once they are completed. Conclusions: limited information was provided by the reporter. However, the device was returned to (B)(4) for evaluation. At this time, the investigation and analysis are still in progress. A follow-up report will be submitted upon completion. Information from this incident has been included in our product complaint nad MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unknown - asked not provided, flow rate: 2ml/hr, procedure: unknown - asked not provided, cathplace: unknown - asked not provided. It was reported by an international distributor that an incident of fast flow occurred during infusion with an easypump. The incident was described as "early infusion flow rate too high". There was no known patient injury or medical intervention required. Additional information was requested, but is not available at this time.